Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed. A field service engineer (fse) dialed into the hardware test application (hta) and confirmed the sensor status. Fse then went through all the tower doors and manually opened them before testing each door within the hta. After completing the tests, fse restarted the machine. Customer was able to recover the failed tower door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.